Event description:
The hospital alleges that the steri-cath was attached to the pt's endotracheal tube when the ventilator alarm sounded. The catheter was removed and later replaced with another and there was no pt injury. The hospital estimates based on the ventilator alarm settings, that 150-200cc's of tidal volume was leaking past the catheter.